Manufacturer narrative:
This product was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead was explanted due to high, out-of-range impedances. No additional adverse patient effects were reported.